Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the hub detached from the catheter. The device was exchanged, but it is unknown whether this occurred during the initial procedure or an additional procedure was required. There were no patient injuries reported.